Event description:
For 3 years now I have been in and out of the hosp sick for unexplained reasons. I have developed a long list of symptoms that I feel have been caused by my breast implants. Fatigue, brain fog, memory loss, poor sleep, dry eyes, decline in vision, low libido, hyper / hypo adrenal symptoms, parathyroid problems, hormonal imbalances, slow healing, easy bruising, vertigo, intolerance to heat, night sweats, muscle / joint pain, inflammation, frequent utis, skin rash, dry skin, sudden food / drink intolerances, dehydration for no reason, numbness / tingling in lower limbs, slow muscle recover after workout, anxiety / depression / anxiety attacks, cold / discolored lower limbs, heart palpitations, sore / achy joints and muscles, headaches, ear ringing, shortness of breath, symptoms of lyme disease, sharp pain around implant, kidney stones. I basically feel like I'm dying. FDA safety report ID# (B)(4).